Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of screen is completely black was confirmed. The unit has a poor and dark ultrasound image. Reported issue root cause: the root cause is due to an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - screen is completely black. On (B)(6) 2021 evaluation at the bd service facility found device to have poor image quality due to a failure in the beamformer.